Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to alleged misalignment of the hip, elevated metal ion levels, pseudotumors, tendon avulsion, hip pain due to metallic wear debris, metallosis, muscle weakness and mobility issues. Legal counsel reported that the patient's thigh muscle had also allegedly been irreparably damaged by metallic debris and needed to be removed and replaced by neighboring muscle. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently patient reported concerns with clicking/squeaking noise from hip. Metal ions were noted to be elevated. The patient underwent revision approximately 7 years post-implantation. The cup and head/neck were revised. Surgeon noted during the surgery, significant metallosis joint space and trunnionosis at the head/neck.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; product evaluation could not be completed. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Squeaking noise, no pain, cobalt, chromium both elevated, failed right tha, metallosis, trunnionosis. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09732. Concomitant products: unknown head, catalog#: unknown, lot#: unknown. Unknown stem, catalog#: unknown, lot#: unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to alleged misalignment of the hip, elevated metal ion levels, pseudotumors, tendon avulsion, hip pain due to metallic wear debris, metallosis, muscle weakness and mobility issues. Legal counsel reported that the patient's thigh muscle had also allegedly been irreparably damaged by metallic debris and needed to be removed and replaced by neighboring muscle. Legal counsel also reported that the patient experienced fall post revision srugery, due to muscle weakness. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.